Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that in spd (sterile processing department), the bur broke in the attachment at the notch end. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that in spd (sterile processing department), the bur broke in the attachment at the notch end. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.